Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site for further investigation. The fse tested the integrated electro surgical unit (iesu) generator and found the port for the grounding pad did not hold the connector securely. The connection was loose and pulled out easily. The fse replaced the iesu generator to resolve the issue. The system was then tested and verified as ready for use. Isi received the iesu generator for failure analysis (fa) evaluation. Upon visual inspection, the unit found to have damage to both the ce and pedal information stickers. Prior to testing the system, the securing rings for the pedal connections, were found to be loose; they were tightened for safety. Review of the logs confirmed the occurrence of the error, indicating grounding pad issues, which can be triggered by a loose ne port connection. Additional errors were also observed in the logs. Inspection during fa process was able to replicate the reported event; no error codes occurred, but the ne connection was significantly loose. When the unit was tested on the system, the ne port still registered the grounding pad, but the connection was loose. All operations were performed successfully.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, bruising was observed on the patient where the grounding pad had been positioned. Throughout the procedure, a recurring grounding pad orientation error was observed on the integrated electro surgical unit (iesu) generator. Repositioning the grounding pad did not resolve the error. A new grounding pad was then applied, which cleared the error message. The procedure was successfully completed robotically without further complications. At the end of the procedure, it was noted that the patient had bruising where the ground pad was placed. The following information is unknown: the cause of the complication and if the patient required any medical or surgical intervention for the bruising. Additional information has been requested; however, no response has been received. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and confirmed the occurrence of an error.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Corrected data: annex code c and d.

Event description:
Refer to h11 for follow-up information.